Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) over 500 mg/dl. Reportedly, the customer did not have the control iq feature active. Customer administered a manual injection to address bg level. Tandem technical support guided the customer through turning on the control iq feature. Recommendation was made to consult with healthcare provider regarding diabetes management.